Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to the moisture and display was blank. The blood glucose level of the customer 164 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No frozen screen, blank display or audio/beep anomaly noted. The device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. All button function properly. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection.